Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had vertical lines on the top display. The ventilator was not on a patient at the time of the event. The customer replaced the gui (graphical user interface) board. The service engineer (se) updated the software to the current revision, performed extended self-testing on the device and all tests passed.